Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation that the lens was being advanced by the plunger tip. The surgery was completed on the same day. Additional information has been requested and received that there was no patient contact.